Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.168.295s, lot: l587683, manufacturing site: grenchen, release to warehouse date: 25.sep.2017, expiry date: 01.sep.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown date in 2019. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral neck fracture with fns in question. On (B)(6) 2019, the patient started full weight bearing, and he discharged from the hospital one week after the surgery. The hospital confirmed that the patient was stable 2 weeks after the surgery. On (B)(6) 2019, when the patient sat down in a bathroom, the refracture occurred just under the plate. On (B)(6) 2019, the patient underwent the surgery. During the surgery, the surgeon removed fns, and inserted pfna long. There was no surgical delay. The surgeon commented that the stress just under the plate might cause the refracture. Also, the surgeon thought that the refracture might be caused by the products defect. No further information is available. This report is for one (1) bolt for femoral neck system 95 mm length-sterile this is report 2 of 4 for (B)(4).